Event description:
This spontaneous case report was received by regulatory authority in (B)(6) on 16-mar-2016 from a (B)(6) female consumer and forwarded to bayer on 04-aug-2016. On (B)(6) 2010, essure (fallopian tube occlusion insert) was inserted. The consumer experienced painful placement. In 2010, less than 1 months after insertion, the consumer experienced lower back pain, allergy for products, gastro-intestinal complaints (it was not specified), bladder infection, urinary incontinence, pain in leg, muscle pain, depressive feelings, loss of libido, tiredness, insomnia, mood swings, memory loss and concentration problems, arrhythmia, asthenia, vitamin deficiency and painful feet. On unspecified date, av-nodular re-entry tachycardia (avnrt) was diagnosed the consumer was treated with diet by orthomolecular diet, vitamins and bought special soles. Those events led her to relation and/or family problems, and social activities and happiness. She contacted her physician, specialists and orthomolecular physician. The physician was considering the removal of essure. Company causality comment: this spontaneous case report was received via regulatory authority refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain and av-nodular re-entry tachycardia (avnrt). Essure removal is planned. Lower back pain is listed while av-nodular re-entry tachycardia is unlisted in the reference safety information for essure. Considering its local action at fallopian tubes, a causal relationship between av-nodular re-entry tachycardia and essure was assessed as unrelated. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between lower back pain and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. Technical analysis has been requested.

Manufacturer narrative:
Quality safety evaluation received on 20-oct-2016: ptc global number (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar adverse event cases is not applicable. Device similar incident listing: the list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 18-oct-2016 for the following meddra preferred terms: fallopian tube perforation: the analysis in the global safety database revealed 211 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pt. Company causality comment: this spontaneous case report was received via regulatory authority refers to a (B)(6) -years old female consumer who had essure (fallopian tube occlusion insert) inserted and experienced lower back pain and av-nodular re-entry tachycardia (avnrt). Essure removal is planned. Lower back pain is listed while av-nodular re-entry tachycardia is unlisted in the reference safety information for essure. Considering its local action at fallopian tubes, a causal relationship between av-nodular re-entry tachycardia and essure was assessed as unrelated. Pelvic, abdominal, back pain of varying intensity and length of time may occur and persist following essure placement. Despite of limited information provided, considering event's nature per se, causality between lower back pain and essure use cannot be excluded. Since an intervention will be required to remove the devices, this case is regarded as incident. Other non-serious events were reported. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible.